Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's wife reported the patient has seen air bubbles in his insulin infusion set tubing and insulin cartridge which has resulted in elevated blood glucose readings in the 250-400 mg/dl range. She stated that about 2 days after changing the cartridge and tubing they see air bubbles and prime them out but the air bubbles return about 1 day later. During troubleshooting, she said the patient inserts the cartridge into his infusion device before attaching the adapter and tubing. She was educated on the proper procedure to change the cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.